Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, that the patient presented in clinic with pocket erosion. The system- implantable cardioverter defibrillator, right atrial lead, right ventricle lead and left ventricle lead were explanted. The patient was recovering.